Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown serial# implanted: (B)(6) 2025, explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced broken lead, lead damaged, or lead cut. The patient had leaking spinal fluid due to damaged wire. The cause of the event was not known. The patient stated that on (B)(6), they were admitted at an emergency room due to a leaking spinal fluid through the wires , that's why clinician will have it removed tomorrow. They were prescribed pain medications. No further action taken since their symptoms have moderately improved. The patient was admitted to an emergency room on (B)(6). The patient was not feeling well/sick. The issue was not resolved and it was still ongoing.